Event description:
It was later reported that her first catheter would not go in as it was ¿popping¿ out. Reportedly, the second time, two months after implant the catheter came out of her spine and all the medication was at the base of her spine. The pump was providing relief from pain, then 6-8 weeks after the catheter came out of the spinal area.

Event description:
A dislodged catheter was reported; it was stated that the catheter was replaced to resume therapy. "Medication was all in the base of my spine". Catheter was replaced in (B)(6) 2011 and patient was now getting therapy. Patient was informed that she had "narrowing of the spine" and healthcare provider (hcp) had to move catheter to a higher level on her spine. Patient knew she was getting therapy originally because she was getting pain relief and felt "tingling" in her legs. Since the revision she just feels pain relief, she states tingling is not present. Drug delivered via the device was hydromorphone in addition to a "nerve blocker and muscle relaxer".

Manufacturer narrative:
Programmer model: 8835, serial# (B)(4); catheter model: 8731sc, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2011-(B)(6); catheter model: 8596sc, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2011-(B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient stated that they had to get their catheter revised because the medication was underneath their spine. The catheter came out, and it was revised on (B)(6) 2011.